Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during stent deployment, contrast was noted to be leaking from the proximal end of the catheter. The stent was successfully deployed at the lesion. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: on 30-day MDR, date received by manufacturer reported as (B)(6) 2016 - correct date received by manufacturer is (B)(6) 2016. Evaluation summary: the delivery system was returned for analysis and visual inspections were performed on the returned device. The separation was confirmed. The leak was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the 30-day medical device report (MDR), additional information received states, the lesion was calcified at the proximal and middle third of the diagonal branch which was pre-dilatated 2 times with a 1.5 x 15 mm and a 2.0 x 15 mm balloon. During balloon inflation while deploying the 2.0 x 28 mm xience xpedition stent, contrast was noted to be leaking from the proximal shaft which had separated. The stent was successfully deployed and the delivery system removed without issue. Results of the intervention were good. There was no additional information provided.